Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It was discarded.

Event description:
It was reported that the patient's tmj devices are going to be removed due to heterotopic bone. No additional information is available at this moment.